Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleed in the gastroduodenal artery (gda) using a pod packing coil (podj). During the procedure, the physician successfully placed a ruby coil in the target vessel using a lantern delivery microcatheter (lantern). While advancing a podj into the gda, the lantern began to kick back. The physician then experienced resistance while attempting to reposition the podj and subsequently, the podj unwound. At that point, the physician had already advanced approximately two thirds of the podj into the gda. The physician then cut the podj introducer sheath using a scissor and flushed the remaining podj into the gda. The procedure was completed using a ruby coil and the same lantern to lock in the podj within the gda. There was no report of an adverse effect to the patient.